Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the no image was the device leaked and water invaded while the user was handling the device. Due to the invasion, abnormality of electronic parts occurred. The event can be detected/prevented by following the instructions for use which state: ¿- perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk. - do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector of the endoscope with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Inspection of the endoscope : inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer sent to olympus, the evis exera iii bronchovideoscope with no known specified event. The subject device was pulled from service by a former biomed and there was no communication available regarding the event. During incoming inspection, it was determined no image was displayed (black). This medwatch is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. In addition to evaluation, the identification chip had no data transmission. The bending section cover glue was missing. The insertion tube had a dent. The light guide tube had cut boot at scope connector side. The scope connector was broken with heavy corrosion and a broken plug unit. The electrical connector had corrosion. The plastic distal end cover insulation, plastic distal end cover, bending section cover, and insertion tube were non-olympus parts serviced by a third party. A leak test could not be performed due to a loose non-olympus bending section cover. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.